Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient alleged particles in airway from device. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a remstar device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed that black substance, consistent with sound abatement foam degradation on the outside bottom of the blower box and was stuck to it and were found on the bottom of the enclosure and a black piece of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Evidence of sound abatement foam degradation/breakdown was observed in this device the secondary findings that were observed by manufacturers that dust-like contamination at the air inlet, on the pca (printed circuit assembly), in the blower box and throughout the inside enclosure. There was intermittent power loss. Possibly from a faulty dc (direct current) jack on the pca (printed circuit assembly). The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was an evidence of sound abatement foam degradation. The manufacturer confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.